Event description:
A report was received that during a suctioning procedure, the inside swivel connector came apart from the catheter. No adverse events, patient injury or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources persuant to federal regulations.